Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported to philips that the device had a speaker failure. The device was reported to have been in testing while being set-up for use. The customer had a standby ventilator. There was no delay in therapy and no patient harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was advised that the speaker will need replacement. The customer's bio-med replaced the speaker. The device passed all performance verification testing.